Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01052/ 01053).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product return date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of scratches, wear and subluxation. The root cause of the event could not be determined due to insufficient information.